Manufacturer narrative:
(B)(4). Preliminary evaluation has confirmed a cut in the cuff. Root cause is yet to be determined.

Manufacturer narrative:
(B)(4). During inflation testing on the returned sample the cuff deflated immediately. Visual examination revealed a cut in the cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Event description:
It was reported that the tracheal tube to be used for intubation had a large cuff leak. It is unknown if the cuff was tested prior to use. The cuff leak was discovered when it was unable to be inflated due to the reported large leak. Customer was able to use another known good tracheal tube to continue with the intubation. There is no report of patient harm and no report of serious injury or death associated with this event.